Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the device failure to recognize its internal battery. Internal inspection of the device found water damage throughout the internal components. Based on the evaluation results, it was determined that the device failure was due to water damage of the main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize its internal battery. The device was not in use when the fault occurred; therefore, there was no patient involvement.